Event description:
This MDR is a resubmit per request of (B)(6) which was received by hologic, inc. On july 28th 2020. It was reported that they were getting error codes, which caused the image to be repeated. The unit was out of tolerance, the fe calibrated the system and it's working as intended.